Manufacturer narrative:
Heartsine evaluated the customer's device but was unable to duplicate the reported issue. The device performed to specification during evaluation. Furthermore, details from the reported complaint stated that the device was prompting that it was not detecting a pulse and not advising a shock. It was identified as per user manual review that the device does not issue the advisory prompts of ¿no pulse detected¿, and that it only issues a ¿shock advised¿ prompt if a shock is required. The user may have interpreted the device not detecting a pulse as a ¿no shock advised¿, prompt was issued by the device after it assessed the heart rhythm to be non-shockable. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device that their device did not provide defibrillation energy during a cardiac arrest. There were no adverse consequences to the patient as a result of the reported event.

Manufacturer narrative:
Heartsine has received the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Heartsine contacted the customer to request additional information on the patient. The customer provided heartsine with the available patient information. Patient fields in which information is not provided were intentionally left blank. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The customer contacted heartsine to report that their device that their device did not provide defibrillation energy during a cardiac arrest. There were no adverse consequences to the patient as a result of the reported event.